Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the optical signal issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, there were abnormal readings via the device's optical signal, though no alarms occurred. The patient attempted troubleshoot, but the issue persisted. Eventually, the signal dropped back into the normal range on its own, and the procedure was completed on impella support. However, the device was removed during unloading due to this issue. There was no reported patient harm.